Manufacturer narrative:
The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or information another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends.

Event description:
On (B)(6) 2025 (approx. 2 months post implantation), it was reported to an intrinsic representative that the patient had a 2nd herniation at the index level. The doctor was planning to perform a revision surgery on (B)(6) 2025 and after the surgery they decided to not remove the barricaid device.